Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch arterial line inserted, pa provider flushed statlock device with no issues. Connect patient to transfer set. After finishing dressing noted to have blood on the sterile site. Arterial line flushed and fluid spewing from stabilization extension set. Upon inspection tubing noted to be cracked and blood backing back into system. Had to be changed out. No harm. No other information was provided.